Event description:
It was reported that the patient was originally implanted with an advance xp sling on (B)(6) 2020. The patient's incontinence had improved but the patient wanted to be completely dry so they decided to implant an aus device. There were no device issues with the sling that resulted in the patient's continued incontinence. The patient was not a good candidate for the sling because of his level of incontinence. Following the surgery the patient was fine. The aus device has not been activated yet.